Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced and the filaments were calibrated. The system was then found to be operating as intended.

Event description:
The customer reported several error messages related to a low battery that prevented the system from booting up. There is no report of pt injury associated with this event.